Manufacturer narrative:
Product analysis: analysis was unable to confirm that a black screen was encountered when attempting to launch the analyzer. Analysis noted that the analyzer was damaged and could not be tested because the connector was pushed into the device. Analysis further indicated that the analyzer tested out of electrical specification and further follow up indicated this was likely due to the analyzer not being able to be turned on with the programmer provided. The analyzer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a black screen was encountered when attempting to launch the analyzer. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis.